Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with an excessive no delivery alarm. The patient's blood glucose at the time of incident was 105 mg/dl. While troubleshooting for a low battery issue which turned out to be normal pump behavior, three excessive no delivery alarms and signal too low alarms were discovered in the customer's alarm history. The customer stated that he did not recall the alarms. Troubleshooting was initiated for the excessive no delivery issues and during the prime process insulin squirted out of the tubing and the device became stuck in a prime/rewind loop. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.